Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported by the patient that the "j wire" was draining the battery. Follow-up information was received indicating that the left ventricular (lv) lead had high thresholds. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.